Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the black power cable was confirmed via visual analysis. The heartmate iii system controller (serial #: (B)(6) was returned for analysis and a log file was downloaded for review spanning approximately 13 days (B)(6) 2020 ¿ (B)(6) 2020 per timestamp). Events occurring on (B)(6) 2020 are from product testing at abbott. On (B)(6) 2020 at 01:17:24, 4:13:32, 4:17:01 and on (B)(6) 2020 at 11:53:44, there were atypical power cable disconnects while connected to 14v battery power on the black power cable which were coincident with rsoc invalid faults. These events cleared on their own. Pump operation was not affected. There were no other notable alarms in the log file. The heartmate iii system controller was functionally tested and passed all stages of testing despite the visible cut to the black power cable jacket. There were no cuts to the insulation or internal wires. The resistances of the power cable insulation were measured and were at expected values and the resistances internal wires of the power cables were measured and were found to be within the expected range. The controller was able to operate a mock loop for an extended duration without issue. The root cause of the reported event was unable to be conclusively determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a controller exchange. The black power cord had a large tear in the lining with wires exposed. No further information was provided.